Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that instrument engagement failed on universal surgical manipulator (usm) 3. The issue was identified during the use of the system. The customer reported an issue during an instrument exchange on usm 3. More than one instrument was not being recognized on usm 3. The customer tried to perform a system reboot and exchange the sterile adapter, but the issue persisted. The tse checked the error log and there were some 22020 errors present. The customer confirmed that the axis 4 motor on the carriage did not complete the self-test. The surgeon continued the procedure robotically as planned with 3 arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to the usm not recognizing instruments. The system was tested and verified as ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and failure analysis investigation confirmed and replicated the customer reported complaint. The usm was tested on an in-house system and triggered no errors but would not recognize the instruments. The usm was also tested on the patient side cart (psc) fixture test platform (pfpt), it failed sensors check and friction very slow. Upon further investigation, there was no fluid intrusion or physical damage. The system logs showed error 22020 on degree of freedom (dof) 5 and 8. As a fix, top plate, dof 5/8 gearbox and rotor will be replaced.

Event description:
Refer to h10/h11 for follow-up information.